Manufacturer narrative:
Follow-up # 1 (05/09/2013)-device evaluation: the test strips involved with this complaint have been returned and evaluated by product analysis (pa) on 4/15/2013 with the following finding: the test strips failed testing; an er4 and apply sample were observed with control solution testing.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter/test strips associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging error 4. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 2 (06/19/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 05/28/2013 with the following findings: the error could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.